Event description:
Patient's total co2 as measured by the beckman coulter au 680 instrument was markedly elevated at 43 meq/l, substantially above the bicarbonate value measured from a venous blood gas on a blood gas analyzer, which was 28 meq/l. This discrepancy appears to be due to interference by the patient's severely elevated ldh(lactate dehydrogenase) (>6000 u/l, later measured at 11,271 u/l). The patient had no clinical signs of metabolic alkalosis and as the patient's ldh decreased, his total co2 as measured by the beckman au680 also began to decrease. This issue was identified with 2 reagent lots for the beckman carbon dioxide assay, lots: 2694 and 2675. Ref report# mw5163097.